Event description:
Patient death during use.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. The circumstances of the event are not clear enough to understand what behavior the user expected from the pump. It seems that visual or audible alarm was expected in order to warn about the deterioration of the patient condition. However this is not a functionality of our device. To date no correlation could be made between death of patient and use of the pump. No issue could be identified. The device was confiscated by the investigating authorities and could not be returned for investigation. No other additionnal information was provided regarding this event therefore a root cause could not be identified. On february 3rd, 2020, market unit asked us to close this complaint as they had not heard anything from the authorities since the sequestration in march 2019. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.